Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® tubes with k2e, the tubes are clotting. No serious injury or medical intervention.

Event description:
It was reported that bd microtainer tubes with k2e, the tubes are clotting. No serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were visually evaluated and showed no issues relating to the additive. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as well as the tubes met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As indicated in the product instructions for use, inadequate number of inversions after phlebotomy may affect proper mixing of the blood and anticoagulant which may lead to clotting. Based on evaluation of the customer and retain samples, there were no issues observed with the incident lot. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.